Event description:
It was reported that during insertion of the rx biliary stent, the wire would not exit the side hole of the stent. The procedure was not completed due to this event. There were no patient complications as a result of this event. Additional information has been requested, but has not been received.